Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on the electronic assembly or motor noted. The insulin pump passed functional testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, vibrating or blank display noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display is blank. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump got wet and there is a constant audible tone from the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.